Manufacturer narrative:
An outside the united states (ous) customer observed discordant elevated patient results with advia centaur xp ca19-9, lot 527 compared to lower results obtained on an alternate test method. The interpretation of results section of the advia centaur ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of discordant patient results with advia centaur xp ca19-9, lot 527. Elevated initial results on 2 patient samples were obtained with advia centaur xp ca19-9, lot 527. The results were greater than the upper limit of normal (uln) of 35 u/ml and were not reported to physician(s). The same samples were retested on an alternate method and the results were lower (less than the method cutoff of 37 u/ml), in agreement with clinical pictures of the patients and reported to physicians as correct. There are no allegations of patient intervention or adverse health consequences due to the discordant ca19-9 results.

Manufacturer narrative:
Siemens filed MDR 1219913-2024-00337 initial report with the FDA on 03-jan-2024. Siemens investigated an outside the united states (ous) customer observation of discordant elevated results for 2 patient samples tested with advia centaur xp ca19-9, lot 527 compared to lower results obtained on an alternate test method. Because there is no indication of a cancer diagnosis with these 2 patients the customer believed the alternate test method results, which are within the normal range, are correct and were reported. The customer was not able to provide the patient's medical status, other than the testing was for physical examination and a pelvic cyst with sample 2, or a list of medications/supplements the patient was taking. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges and no issues were reported with other patient samples. The expected values section of the advia centaur ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the IFU: states: "note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation." The IFU also states: "warning the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values." The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Based on the available information, the cause of the discordant result cannot be determined but siemens cannot rule out a sample issue or normal assay performance. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated based on the investigation results.